Event description:
It was reported by the surgeon, that two weeks ago, he performed an obturator sling procedure and now the pt has a vaginal erosion and pain but is afebrile. No further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.